Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. No data was provided for evaluation for serial number (B)(4) . The allegation was undetermined. A probable cause could not be determined as the allegation was not found. The reported event of signal loss over 1 hour is reportable because an investigation cannot be performed. No injury or medical intervention was reported.